Event description:
It was reported that during setup at the user facility the lens of the led disassembled from the device. No patient involvement or procedural delays were reported with this event.

Manufacturer narrative:
The reported event was confirmed through the visual inspection. Any physical impact to the device can cause product damage or operational failure due to battery movement.

Event description:
It was reported that during setup at the user facility the lens of the led disassembled from the device. No patient involvement or procedural delays were reported with this event.